Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The pacemaker system was removed from service and a leadless pacemaker was implanted. This rv lead was surgically abandoned. No additional adverse patient effects were reported.